Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. A while later the customer got in contact again and stated that the insulin pump passed the high pressure test. Customer is treating with insulin pump and manual injections blood glucose went down to 523 mg/dl and the last blood glucose value was 497 mg/dl. Nothing further reported.